Event description:
A (B)(4) distributor contacted zoll customer support to report that monitor sn (B)(4)would not power up and was making a high pitched noise.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power up, high pitched noise) has been confirmed. Upon evaluation, the monitor would not power on. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective flash memory. The pt received a replacement monitor.